Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4)-40 lot# (B)(4). Explanted: 2018-(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the high impedance was unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0khvq, implanted: (B)(6) 2014, explanted: (B)(6) 2018, ubd: 23-apr-2017, (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had symptoms appear. The impedances were checked and were found not normal. They decided to re-do the surgery. The leads were replaced. The issue was resolved at the time of the report. No further complications were reported as a result of this event.